Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. The distal extrusion appeared to be intentionally cut as the edges were smooth and blunt. Visual examination revealed the distal luer hub was separated from the extension line. The points of separation appeared rough and jagged, which is damage consistent with undue force being applied to the line. The length of the distal extrusion connected to the juncture hub measured to be 27 mm and the length of the extrusion cut measured to be 60 mm. This totals 87 mm which is within specifications of 83-87 mm per product drawing. This indicates that the entire lumen was returned. The outer diameter of the distal extension line measured to be 2.16 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal extension line measured to be 1.44 mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. A manual tug test confirmed the proximal and medial lumens were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested. " the customer report of a separated distal luer hub was confirmed by complaint investigation of the returned sample. The points of separation appeared rough and jagged, which indicates undue force caused the breakage. The sample passed all dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the extension line of the luer-lock connection (brown head) broke after being inserted for 15 days.

Manufacturer narrative:
Qn#: (B)(4). The preliminary evaluation of the returned device indicates the extension line/luer hub separation in use.

Event description:
The customer reports that the extension line of the luer-lock connection (brown head) broke after being inserted for 15 days.